Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross imaging catheter was used to visualized an unspecified target lesion. It was noted that during pullback by manual operation, lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed a hole/perforation in the sheath of the imaging window tubing.

Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR: the complaint device was received with fluid was leaking from a hole at the sheath lap joint junction between the blue sheath and clear imaging window tubing during flushing. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No wind up was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).